Manufacturer narrative:
On 11/11/2019, the mentor failure analysis lab received the left side device for evaluation. The lot number on the device indicated that the device in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Hence, no further reporting on this event is required. The information has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and capsular contracture; baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent unspecified breast augmentation with a 325 cc mentor memorygel breast implant on both sides and was presented with bilateral breast implant rupture at time of bilateral baker grade iii capsulectomy on (B)(6) 2019. As a result, the patient underwent bilateral explantation and replacement with catalog number smpx270; serial number (B)(4) on the left side; and with catalog number smpx295; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device.